Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer connector pins did not work properly. The analyzer passed all incoming functional testing. The analyzer was returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer connector pins did not work properly. The analyzer was returned for service. No patient complications have been reported as a result of this event.